Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse replaced the substrate syringe mechanism, verified the luminometer, and performed system check. The fse verified repairs per established procedures and result met published performance specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is 4 of 4 separate MDR reports related to 4 patient events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-03135. MDR 2122870-2011-03136, MDR 2122870-2011-03137, MDR 2122870-2011-03138 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.